Event description:
It was reported that this patient presented to clinic, feeling burning and pulsing in her device pocket. Pacemaker interrogation revealed that the right ventricular (rv) lead had switched to unipolar pacing, due to high out of range bipolar pacing impedances. It was thought that the symptoms are most likely result of rv unipolar pacing. The bipolar pacing impedance measurement was greater than 2500 ohms. The rv lead was programmed back to unipolar pacing with a pace threshold of 0.7 volts. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.